Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more info becomes available. (B)(4). Conclusion code: conclusion not yet available - evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass air was noted in the arterial circulation of the circuit. The pt had been placed back on bypass during CABG due to a sudden change in cardiac status. Shortly after bypass was initiated, air was noted in the arterial circuit. The source of the air was unk. Bypass was stopped and attempts were made to evacuate the air. Bypass was then re-initiated, and the procedure was completed successfully with the pt removed from bypass. Post-op, the pt was unable to respond to commands and had no purposeful movements. Outside legal counsel from the hospital informed terumo clinical specialist (on (B)(6) /2014) that the pt had been discharged from the hospital and was in a long term care facility. Ref uf report: (B)(4).